Event description:
Complainant alleged that during functional testing, the device's display flickered. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a software timeout that occurred. The software timeout likely depleted the batteries. The device was recertified and returned to the customer. New batteries were recommended to the customer. Analysis of reports of this type has not identified an increase in trend.